Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2 - date of death: the death date was estimated as (B)(6) 2024 as it was reported to have occurred on an unknown date, and the death was reported to abbott in 2024. B3 - date of event: the event date was estimated as (B)(6) 2024 as it was reported to have occurred on an unknown date, and the event was reported to abbott in 2024.

Event description:
It was reported that on an unknown date, a 35-25mm amplatzer talisman pfo occluder was implanted. On an unknown date, the patient passed away.

Manufacturer narrative:
A death event was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device batch/lot number was not provided, and therefore the device history record and batch/lot complaint history could not be reviewed. No implant-related factors could be confirmed as information related to the implant procedure was not provided from the account. The patient's relevant comorbidities and pre-existing medical conditions were not known. Based on the limited information received, the cause of the reported death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.